Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Evaluation by the depot technician could not duplicate the problem of smoke but burnt smell was noted. The power supply and lamp were replaced. Evaluation and function test were performed and unit passed all tests. Root cause analysis: evaluation of the returned lightsource could not duplicate any issues with the unit smoking. The issue of this unit producing smoke could be due to the lamp overheating. Overheating could be caused by damage to the mirror from rough handling/environmental damage. The reported complaint could not be confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further action or investigation is planned for this complaint.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) "starts smoking". The initial reporter informed that they "tried to duplicate the issue by leaving the light source powered on for about 6 hours". Reporter could not duplicate the smoke issue. It is unknown under what circumstance the event occurred; however, no injury, death or surgical delay was reported.